Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-020-13-0335, 6118379 - truliant cr cem fem cr cem right sz 3.5. 02-022-45-3535, 6036478 - truliant tib fit tray cem sz 3.5f / 3.5t. 200-02-38, 6067876 - three peg patella 38mm. 201-78-15, 5972593 - holding pin mini sharp point 4 ok. 521-78-23, s017632 - threading pin size 2.3 collared 2pk. 521-78-32, s005968 - threading pin size 3.0 collarless 2pk. 521-78-32, s006139 - threading pin size 3.0 collarless 2pk. 521-78-36, s003456 - threading pin size 5.1 collarless 2pk.

Event description:
As reported, the patient returned to clinic with pain and tightness. This week on monday the patient was revised again due to pain and tightness. Surgeon noted non compliance with post op instructions. The insert was dropped from 15 to 12mm and rom was significantly improved. Implants not available to return. No further information available. Patient last known to be in stable condition.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and noncompliance.